Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6), product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative concerning patient with implantable neurostimulator (ins). The indication for implant was spinal pain. It was reported that the patient fell 4 days after implant. The patient reported tenderness at the pocket incision and was lethargic, feverish with chills (B)(6). The pocket wound was evaluated by healthcare provider and it was determined to be infected. X-rays confirmed one lead migrated down one vertebral body. The patient was sent to the emergency room. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-nov-02 from a health care provider (hcp) via a manufacturer representative reporting that the patient was placed on 3 rounds of antibiotics and the wound was re-evaluated by a neurosurgeon for the reported infection. The patient was reprogramming to recapture the pain area due to the lead migration. The serial number of the lead that migrated was asked but unknown. No further complications were reported.